Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that several surgeon's are experiencing poor phacoemulsification and constant occlusion with the phaco handpiece. The handpiece was switched out to complete the case. There was no patient harm. This is one of two reports.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found a loose strain relief at the phaco handpiece end. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to fail the product specifications for aspiration. The phaco handpiece was then connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. A fiber was ran through the aspiration line, which found foreign material to be causing the occlusion. The foreign material sample was collected and sent to for analysis. A microscopic examination shows a soft gray particle approximately 2.2 mm in length. The particle was found to match polydimethylsiloxane (silicone); however, the exact origin of the foreign material and how it became lodged in the aspiration line remains inconclusive. After removing the foreign material from the handpiece aspiration line, another flow rate test was performed which found the handpiece to meet product specifications. The phaco handpiece was manufactured on january 10, 2018. Based on qa assessment, the product met specifications at the time of release. Unrelated to the reported event, the strain relief at the handpiece end was found to be loose. However, how or when the strain relief became loose remains inconclusive. The root cause of the reported occlusion issue can be attributed to foreign material in the aspiration line. However, the exact origin of the foreign material and how it became lodged in the aspiration line remains inconclusive. The phaco handpiece met specifications for phaco power. Therefore, the root cause of the reported phaco issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).